Manufacturer narrative:
(B)(4). Approximate age of device ¿ 80 days. Although no device related issues were reported, thrombus was found during the evaluation of the returned pump. Examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The ring appeared to have evidence of laminated layering, which is an indication that it developed in this location over an undetermined period of time while the pump was in operation. A deposition was also found situated on the outlet cone section of the rotor. The deposition was not adhered to any surface, but areas of the deposition appeared denatured, indicating that it was present while the pump was in operation. The deposition appeared similar to areas of the thrombus ring found on the inlet bearing cup and potentially originated from there. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the observed thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that on (B)(6) 2016, approximately 3 months post-implant, the patient received a heart transplant. During the investigation of the returned pump, thrombus was confirmed.